Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, user reported repeated restart alerts (¿restart 65¿) on the ilet, beginning the previous day. User had restarted the device three times, with the alert recurring despite battery level being more than half full. The same alert appeared again on the day of the call. Agent instructed another restart, after which the alert reappeared upon startup. User was advised they could continue monitoring with their cgm via dexcom app or freestyle libre 3+ receiver while waiting for replacement to arrive. The user experienced no symptoms during event and no medical intervention reported at the time of call.